Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The gas delivery system assembly (gds assy) was replaced to address the reported problem. The gas delivery system was returned for failure investigation (fi) and the airflow system was confirmed to be out of range. The root cause was determined to be a defective u1 on the air flow sensor pcba. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer¿s international service technician reported that the unit failed the airflow accuracy test (pvt test 5) at 0 slpm, during periodic maintenance. There was no patient involvement.